Manufacturer narrative:
H11: a device history review was performed as the lot number was provided. The device history review for the reported lot number did not show any quality issues related to the reported incident. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Initial MDR MFR report # 9680904-2025-00020, site legal name (FDA) reported, carefusion d.r. 203 ltd. - santo domingo, dominican republic; site registration number (FDA) 9680904. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the pleurx drainage kit the access tip was found broken. There was no reported patient injury.

Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3: (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. D2b: pro code: dwm; png, g4: PMA/510(k): k160437; k160450; k201155; k971753. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the pleurx drainage kit the access tip was found broken. There was no reported patient injury.